Manufacturer narrative:
The reported malfunction was observed and attributed the failure to a faulty transistor on the bridge board.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 116" message and would not power on with battery power. Complainant indicated that there was no patient involvement in the reported malfunction.